Event description:
The facility reports, during a transfer form bed to chair, the loop sling came off the hanger bar and the resident fell to the floor hitting her head on the leg of the lift. It was reported that the head cut was stapled and the pt returned to the nursing home later the same day. As per investigator, the lift is in good working order and all functions worked properly. A safety flap on the spreader bar hook was missing.

Manufacturer narrative:
The only way the detachment could occur is: during the hooking up of the strap loops to the spreader bar, the loop is not position properly but is on top of the hook. This could allow the loop to slip off easily if there is any movement of the pt in the sling. When there is no weight applied on the strap. As soon as a tension will be applied on it, the strap won't be able to get out from the hook. The pt should not suffer any injury if the operating manual (001.06103_rev0, p. 18 and 21) recommendations are followed by the trained caregiver because the verification of the strap attachment will be performed before lifting the pt: before transferring a pt from a stationary object, slightly raise the pt off the stationary object and check that all sling attachments are secure. If any attachment is not correct, lower the pt and correct the problem, then raise the pt and check again. Moreover, as the sling used was a universal sling, not a bhm medical product, the detachment of the strap could be increased depending on the loop sling stiffness. The ergolift-2 is a product developed by bhm to be use with bhm slings. The validation with other brand of slings has never been performed by bhm. As stated in the operating manual (001.06103_rev0, p. 21): bhm medical mobile hoists are specifically designed for slings and accessories. Slings and accessories designed by any other manufacturer are prohibited. Use only slings and accessories proper to bhm medical mobile hoists to maintain pt safety and product utility. Recommend to the customer to replace the safety flap on the spreader bar hook and that these actions be recorded. Recommend to the customer to retrain the personnel that operate this type of product and record this retraining.